Manufacturer narrative:
Evaluation summary: the device returned with a detachment on the hypotube 54cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube 2cm and 3.5cm proximal to the detachment site. The distal tip was flared. No deformation to the balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An nc euphora rx balloon catheter was intended to be used to treat a lesion located in the mid left anterior descending (lad) artery. The lesion was mildly tortuous and moderately calcified. No damage was noted to packaging. No issues were noted when removing the device from the hoop. The device was inspected with no issues found. Negative prep was performed with no issues. The lesion was pre-dilated. It was reported that a non-medtronic stent was implanted in the lad. The physician tried to advance the nc euphora balloon to the lesion site but felt some resistance. It was then attempted to pull the balloon out, but tension was felt when trying to remove the balloon and the catheter broke in half. The device did not pass through a previously deployed stent. No excessive force was used during delivery. The detached portion of the device was successfully removed from the patient. No intervention was required to remove the device from the patient. No patient injury was reported.